Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test and unexpected restart error test. No unexpected restart alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had a unexpected restart alarm. The customer¿s blood glucose level was 500 mg/dl. Customer reported that there was no need to troubleshooting for high blood glucose because blood glucose was under control. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. After troubleshooting insulin pump alarmed with unexpected restart when they changed the battery. The insulin pump will be returned for analysis.